Event description:
It was reported that a patient was ventilated continuously and six hours after changing the cannula, the balloon deflated and stuck to the cannula. It was removed and replaced with another low pressure cuff tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.